Manufacturer narrative:
This medwatch is for the inform system 2. Reference medwatch patient identifier (B)(6) for the inform system 1.

Event description:
Caller states that the patient reportedly received the following results on an inform meter, compared to lab results, within 3 minutes: hi (greater than 600 mg/dl) (inform system 1) and 156 mg/dl (inform system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.